Event description:
The report stated that during a laparoscopic hysterectomy, the jaw plate on the device became dislodged and fell into the pt cavity. The jaw piece was retrieved and the surgery continued without incident. There was no pt injury.

Manufacturer narrative:
Date of initial report : 04/03/2009. The sample has been requested but to date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.